Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv shock for atrial lead noise. Patient was not aware of shock. Programming changes were made.